Event description:
In 2008, the pt stated her current box of insulin infusion sets are not properly adhering. She stated some have fallen off on the same day, she has inserted them and others have lasted a few days. She said she inserts her infusion set on clean, dry skin and uses alcohol wipes to clean the skin prior to insertion. Courtesy IV prep wipes and replacement infusion sets were sent to the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.